Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The root cause remains unchanged. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The complaint sample was evaluated through photographic inspection and the reported event was confirmed. Visual examination of the provided picture found that the dovetail feature was compressed. The device history records were reviewed and no discrepancies were identified. Damage to the articular surface can occur if the articular surface is not correctly placed and oriented before pushing it using the inserter instrument. Detailed instructions for inserting the articular surface are provided in lps-flex fixed bearing knee surgical technique. The root cause is attributed to use error. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
The returned articular surface showed signs of use (nicked/gouged) and the dovetail feature was compressed. Evaluation of the returned device does not change the root cause previously reported. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Investigation incomplete.

Event description:
It is reported that while the surgeon was trying to seat the articular surface on the tibial component, the articular surface could not be fasted and was easily loosened and removed. This resulted in a surgical delay of one (1) hour and another articular surface of the same size was used to complete the procedure. No adverse consequences were reported as a result of this malfunction.